Manufacturer narrative:
A stryker regulatory affairs and quality assurance specialist reached out to the customer about this issue. The customer stated that the patient was leaning towards the left side of the cot, and the cot was on a slight slope at the time of tipping. As a result, the patient could not be restrained. Based on the information provided, a stryker senior quality assurance engineer identified that the issue of inadequate patient restraint was not due to any component level malfunction, and the issue of unstable cot leading to tip was not due to any component level malfunction. The customer stated that one paramedic was trapped between the floor, the patient, and the stretcher and is experiencing immobilization difficulties. However, no additional information was available to the customer. Furthermore, the 2nd paramedic went home to rest but suffered no clinical consequences.

Event description:
It was reported that while transporting a patient, the position of the stretcher was a bit high and the road a bit on an incline, and the device tipped over with a 200 kg patient on it during transport. The emt workers tried unsuccessfully to restrain him, which resulted in admission to the emergency room and taking leave from work. One user was trapped between the floor and the patient, which resulted in her being bedridden with some immobilization difficulties. The other user went home and rested but sustained no serious injuries.

Event description:
It was reported that while transporting a patient, the position of the stretcher was a bit high and the road a bit on an incline, and the device tipped over with a 200 kg patient on it during transport. The emt workers tried unsuccessfully to restrain him, which resulted in admission to the emergency room and taking leave from work.